Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there was moisture on the bathroom counter that the patient believed to be water, but stated that it could actually have been insulin that leaked from the insulin cartridge that she was changing due to elevated blood glucose. The patient reported elevated blood glucose of over 200 mg/dl without symptoms. The cartridge was noted to be dry with no indication of leakage and the cartridge compartment was also dry. The patient examined the cartridge with a flashlight and was not able to detect any defect in the cartridge. The patient denied the smell of insulin from the pump and stated there were approximately 100 units of insulin remaining in the cartridge. The patient state the cartridge was not retained and could not be returned for investigation. The patient further stated she did not have the box the cartridge came from with the lot number or expiration date on it. The reported blood glucose elevation does need meet the criteria for a reportable adverse event. This complaint is being reported because the allegation of insulin leakage from the cartridge was not resolved.

Manufacturer narrative:
Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the insulin cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.